Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine the root cause, the technician observed damage consistent with mis-handling. The lcd display and front enclosure were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on with a completely white display. Complainant indicated that there was no patient involvement at the time of the reported malfunction.